Event description:
High impedance and no capture were reported. No sign of lead damage was seen on x-ray, and there were no pacing artifacts on ECG. The device was explanted. No patient complications were reported as a result of this event.